Manufacturer narrative:
D10, h3, h6, h10 h3 device evaluation the ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The product analysis confirmed the allegation of pump malfunction.

Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis pump component replaced on (B)(6) 2019 due to a frequent dimple pump and had difficulty to use it compared with cxm pump. The patient also indicated he experienced physical and mental pain he will have re-surgery on (B)(6). Additional information received indicated the patient had the inflatable penile prosthesis pump replaced. The physician was not able to find the cause of the dimpled pump and the patient got well after surgery.

Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis pump component replaced on (B)(6) 2019 due to a frequent dimple pump and had difficulty to use it compared with cxm pump. The patient also indicated he experienced physical and mental pain he will have re-surgery on (B)(6). Additional information received indicated the patient had the inflatable penile prosthesis pump replaced. The physician was not able to find the cause of the dimpled pump and the patient got well after surgery.